Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00285 on 03-nov-2025. Additional information (10-nov-2025): siemens reviewed the instrument data file and photometer recovery and found no process errors. Siemens evaluated the event and could not determine the cause of the event. Siemens cannot rule out preanalytical variables or inconsistent sample aspiration as contributors to the erroneously depressed sodium (na) result. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium (na) result obtained on a patient sample on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable when erroneous result was obtained. Siemens is evaluating the event.

Event description:
The customer reported that there was erroneously depressed sodium (na) result obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s) and was questioned. The patient was redrawn, and the new sample was tested on the alternate atellica ch 930 analyzer. The original sample was retested on the different atellica ch 930 analyzer. Both the results were similar, matched the patient's clinical picture, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.